Event description:
It was reported that the patient had regular low flow alarms despite optimal medical treatment and optimized volume status. It was noted the patient had a small ventricle so the inflow cannula position in certain positions was not optimal. The patient was clinically stable. The clinic requested the 2.0l alarm threshold for the system controller. The software upgrade was performed on (B)(6) 2024. The alarms resolved with the software upgrade.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter postal office or zip code: (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported malpositioning of the inflow cannula could not be confirmed through this evaluation, as no images were submitted for evaluation. Review of the submitted log files confirmed low flow alarms, which the account attributed to malpositioning of the inflow cannula due to a small ventricle. The submitted controller event and periodic log files captured several low flow hazard alarms between (B)(6) 2024. No other notable events or alarms were captured in the files, and the system appeared to operate as intended at the stored patient speed. The patient ultimately expired due to an unknown cause on (B)(6) 2024, and the device was not explanted for evaluation (related manufacturer report number 2916596-2024-01887). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.